Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise. The oversensing did not lead to pacing inhibition but did result in inappropriate anti-tachycardia pacing delivery. In addition the pacing impedance was noted to be low and sometimes out of range below 200 ohms. Insulation damage was suspected. A revision procedure was discussed but this lead remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that the oversensing on the right ventricular (rv) channel did lead to pacing inhibition. The pacing inhibition did not result in greater than two seconds of asystole. A revision procedure was performed. The device was explanted and this lead was surgically abandoned. No insulation damage on the rv lead was observed during the procedure. No additional adverse patient effects were reported.